Event description:
Additional information received. The event was discovered when technician was performing monthly preventive maintenance on 15-aug-2023. There was no patient harm or injury.

Manufacturer narrative:
Other text: b3: date of event, h6 clinical signs and health impact updated.

Event description:
It was reported that there was an "air in line" error even after troubleshooting. Patient involvement unknown.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Email is: (B)(4). H6 - evaluation codes: updated. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The exact cause could not be determined; however based on the reported problem, the most probable cause would be the air detector door latch not clamping the tubing down properly. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.